Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/apr/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified creases fold, opening curved on anterior, observed void >1 mm in non-textured, valve-to shell-bond area, and white particles in the shell. Leak test and microscopic analysis were performed which identified wear abrasion, non penetrating nicks, and a sharp opening on anterior. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on anterior, plug strap disk shell bond edge, assessed as an unidentified (tear) opening. The event of "autoimmune/connective tissue disorder" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: autoimmune/connective tissue disorders.

Event description:
Patient reported "being diagnosed with a connective tissue disease or disorder". Additionally, patient reported right side "firm and looked abnormal due to capsular contracture". Device has been explanted. This record is for the right side.